Event description:
Device 1 of 5. Reference MFR report #1627487-2015-06096, 1627487-2015-06097, 1627487-2015-06098, 1627487-2015-06099. The patient was implanted with five anchors from the same lot as part of her scs system. It was reported the patient had an infection on the right side of her head near an scs lead anchor site. As it is unknown which lead was the right-positioned lead, all possible lots are being reported. The patient was prescribed the antibiotic keflex for her infection.

Event description:
Device 1 of 5 reference MFR report #1627487-2015-06096, 1627487-2015-06097, 1627487-2015-06098, 1627487-2015-06099 additional information received identified the patient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.